Event description:
Implant didn't achieve osseointegration, infection, pain, increased sensitivity, bleeding, inflammation. Patient wore his denture too long (4-6 hours per day). #6 and #11 were placed the same day. Patient was advised not to keep his denture in his mouth, except during eating. He kept it in too long. Poor hygiene around implant #6.